Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as fold flaw opening and unidentified (tear) opening. ¿ capsular contracture: unable to observed. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's representative reported "rupture and capsular contracture baker grade iii". Later healthcare professional reported "rupture" confirmed via CT scan and "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient's representative reported "rupture and capsular contracture baker grade iii". Later healthcare professional reported "rupture" confirmed via CT scan and "capsular contracture baker grade iii". This record is for the left side. Device was explanted.